Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Pain: unable to observe as it is a medical event not related to the device. Additional observations: white particles observed on the surface of the shell. Creases were observed. Deformation observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported ¿capsular contracture baker grade iii/IV with "more discomfort on the right side". Device has been explanted and replaced.

Event description:
Healthcare professional reported ¿capsular contracture baker grade iii/IV with "more discomfort on the right side". Device remains implanted.

Manufacturer narrative:
Initial reporter: email - (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV and pain.